Event description:
The customer felt hypoglycemic and the spouse called the paramedics. They used the device to check the blood glucose and the result was 278 mg/dl. Emts arrived and checked the glucose and the level was 22 mg/dl. Customer was treated with a glucose IV. Controls were not used on their system. The device was replaced and requested to be returned for evaluation.